Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery. Following pre-dilatation, a 3.50 x 32 synergy stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed hypotube break.   Device evaluated by MFR.: a synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter and a hypotube break 232mm distal to the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No issues were identified during the product analysis.